Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. Programming changes were discussed but not made. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes a recurrence of noise on the patient¿s right atrial (ra) lead. Programming adjustments were discussed but ultimately not implemented. No intervention was performed, and the patient experienced no adverse consequences.

Event description:
New information received notes that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.